Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. During visual inspection, it was noted that the vinyl tubing was completely separated from the drip chamber. Inspection under magnification showed that both sides of the tubing had insufficient solvent applied. Functional testing was deemed unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the tubing measured within specification. The root cause of the separation was identified as a manufacturing issue of insufficient solvent being applied at the junction of the vinyl tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing separated from the burette and leaked during patient use. There was no report of patient harm.

Manufacturer narrative:
Additional information provided: concomitant medical products.